Event description:
Contact in germany reports that a portion of the electrodes ceramic tip broken off during use. The fragment was located and removed at the time of the event. Contact reported no patient injury as a result of this situation. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.